Event description:
Medication is not coming out of syringe [device malfunction] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events device malfunction and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 10-dec-2025, amneal pharmaceuticals received information from a pharmacist via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025 the patient was being treated with medroxyprogesterone acetate prefilled single (ndc no: (B)(4), batch number, expiry date, serial number were not reported) (dose, frequency, route and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that on (B)(6) 2025 patient received a sealed medication from pharmacy and on the same day while about to administer the medication nurse observed that the medication is not coming out of syringe and the patient received the dose from the other syringe. Last action taken with medroxyprogesterone acetate to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device malfunction and no adverse event was unknown. The reporter¿s causality for the events device malfunction and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 23-jan-2026. New information received includes qa investigation report, attached with this case. Following the notification received via email on 15-dec-2025 regarding case (B)(4), an holistic investigation was conducted. This review, which included the general review of reference and retention samples as part of the annual product review (apr), of retention samples, the use of packaging components supplied exclusively by approved suppliers, and the full compliance of full compliance of validated manufacturing master batch records, as well as the annual product reviews (apr) and stability data, within the validated status established by the apr and stability data, confirms that all released batches meet all quality specifications, as documented in the annual product review (apr). Since all systemic controls were found to be compliant and the reported unit was discarded by the reporter (precluding any physical counter-analysis) a manufacturing-related root cause at farmalan s.a. Is discarded. The incident is considered an isolated event with no negative impact on any other batches currently on the market, and therefore, no further actions are required. Last action taken with medroxyprogesterone acetate to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device malfunction and no adverse event was unknown. The reporter¿s causality for the events device malfunction and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication is not coming out of syringe [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events device malfunction and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 10-dec-2025, amneal pharmaceuticals received information from a pharmacist via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025 the patient was being treated with medroxyprogesterone acetate prefilled single (ndc no: (B)(4), batch number, expiry date, serial number were not reported) (dose, frequency, route and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that on (B)(6) 2025 patient received a sealed medication from pharmacy and on the same day while about to administer the medication nurse observed that the medication is not coming out of syringe and the patient received the dose from the other syringe. Last action taken with medroxyprogesterone acetate to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device malfunction and no adverse event was unknown. The reporter¿s causality for the events device malfunction and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.